Manufacturer narrative:
Investigation is in progress.

Event description:
It was reported that a pt required a knee revision due to pain after one or more falls. Per the per, the xray showed a bent or partially fractured peg on medial side of monoblock tip comp. After removal, a nexgen stemmed tib component with extension was implanted along with a 17mm surface. The femur and patella implants were not revised as surgeon felt they were well fixed.